Event description:
Reporter indicated that the power cord for the hand held computer was "shorted out" that the screen was "messed up". The hand held was returned to cyberonics inc. For analysis. The analysis revealed that the ac adapter was damaged, showing a portion of the connector missing. It was identified that the support lab (not returned) of the terminals broke-off from the connector. This was most likely the result of the force exerted by user handling.

Manufacturer narrative:
Device failure confirmed in pa, but did not cause or contribute to death or serious injury.